Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during implant, the right ventricular (rv) lead had high threshold measurements in an attempt to pace the his bundle. Despite positioning at excellent sites, the lead was not used and it was replaced with a left ventricular (lv) lead for bi-ventricular (bi-v) pacing. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.